Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity device was attempted to be used to treat a moderately calcified lesion. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the patient suffered a myocardial infarction related to the target vessel, and that the stent struts appeared burred after entering the vessel. It is indicated that the device also failed to cross the lesion.

Manufacturer narrative:
Additional information: the lesion being treated was a severely tortuous lesion with 85% stenosis in the right posterior descending (r-pda) artery. The procedure was completed using a 3.00 x 30 mm integrity device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.